Event description:
Increasing thresholds, to the point of no capture at highest output. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.